Event description:
An insulet territory manager, (B)(6), reported a patient death from diabetic complications. The patient's blood glucose was 400 mg/dl, the night before his death and he had entered 250 grams of carbohydrate into the bolus calculator. Mr. (B)(6) reported that the patient's health care practitioner believes that the maximum insulin dose may have been overridden and that the patient did have coexisting medical conditions (not specified). The reporter was unsure if the patient was hospitalized at his time of death. The autopsy report came back inconclusive and no further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's death. The omnipod user guide cautions "the suggested bolus calculator will display a suggested bolus dose based on the settings you have programmed into the pdm. Check with your healthcare provider before using this feature or adjusting these settings." It notes "as a safety feature, the omnipod system only allows you to give a bolus at or below the maximum bolus dose you have set. Consult your healthcare provider before changing this setting," and "the maximum bolus default is 10 units. Check with your healthcare provider before adjusting these settings."